Manufacturer narrative:
The investigation has determined that three non-reproducible, higher than expected troponin I results from two patient samples and a quality control fluid were obtained on two vitros 5600 integrated systems. An assignable cause for the higher than expected troponin I results could not be determined. An instrument issue cannot be ruled out as a contributing factor because maintenance was performed before the precision testing was completed on one instrument and no testing was performed on the other instrument to evaluate performance. Therefore, the performance of the instruments at the time of the event cannot be confirmed. Based on historical vitros tropi es quality control data, a reagent issue cannot be ruled out because a higher than expected result was also generated during quality control testing. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommended guidelines for sample centrifugation. Cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from two patient samples using vitros troponin I es (tropi) reagent on two vitros 5600 integrated systems. Patient 1 result: 0.176 ng/ml vs. Expected <0.012 ng/ml, patient 2 result: 0.249 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result for patient 1 was reported from the laboratory. It was reported that treatment was initiated, although no details of this treatment was provided. A corrected report was issued to the physician and there was no allegation of patient harm as a result of this event. The higher than expected result for patient 2 was not reported from the laboratory. There was no allegation of patient harm as a result of this event. In addition, the customer obtained a higher than expected troponin I result from one level of a non-vitros quality control fluid on one vtiros 5600 integrated system. L1 qc result: 0.1747 ng/ml vs. The baseline mean of 0.020 ng/ml. This report is number one of three MDR&#38112;for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).